Manufacturer narrative:
Investigation results: reference code (B)(4). Device name as vega ps tibial plateau cemented t2. Serial number n/a. Batch number 51954907. Manufacturing date 08.07.2013. Reference code device name corresponding internal notification number: nx009z as vega ps femoral comp.cemented f4n l (B)(4). Nn260p plug f/tibial plateau (B)(4). Nx042 patella 3-pegs p2 (B)(4). Ae-qas-k521-99 collect.no.qas knee impl.misc./unknown (B)(4). Investigation: no products available. Therefore a failure description at the products are not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 12 similar complaints against the same lot number(s). Lot number 51963203: cc (B)(4). Lot number 51954907: cc (B)(4). Lot number 51974495: cc (B)(4). Explanation and rationale: unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. Corrective action: for this topic (implant loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a knee implant system. It was reported on 27oct2017, that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking and loosening of the implant which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2014 and the revision surgery occurred on (B)(6) 2017. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Involved components: nx009z (ps femur cemented f4n lt). Nx053z (ps tibia cemented t2). Nn260p (peek plug f/tibia). Nx042 (universal patella p2). Ae-qas-k521-99(collect.no.qas knee impl.misc./unknown). Associated medwatches: 2916714-2020-00384. 2916714-2020-00385. 2916714-2020-00386. 2916714-2020-00387.